Manufacturer narrative:
Correction: this report was filed in error. The device in question is not a cochlear product. This report is filed january 27, 2016. Device not a cochlear device.

Manufacturer narrative:
The device is currently unavailable.

Event description:
It was reported the patient was explanted (date not reported) for unknown reasons. The device has not been made available for analysis as of the date of this report, december 7, 2015.